Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the patient was using advanced bolus features. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump¿s black box history showed that a replace cartridge alarm was recorded on (B)(6) 2014 at 04:35; deliveries were resumed at 07:38. The last basal delivery and bolus delivery were on (B)(6) 2014. The pump was manually suspended on (B)(6) 2014 from 10:38 to 12:50. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. No activity outside of normal usage was observed in the alarm history. The pump passed a delivery accuracy test and was found to be delivering within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.